Event description:
Barricaid had been implanted at l34, above an earlier l4-s1 fusion on (B)(6) 2021. Barricaid indicated for l4-s1 implantation. Discectomy and barricaid implantation resolved leg pain, but back pain never resolved and worsened over time. Surgeon performed re-operation tlif at l23 and l34. Specific date of re-operation unknown, however, it occurred between (B)(6) 2022. Surgeon noted there was no reherniation and the barricaid was in good position. Surgeon noted that bone had grown in behind the barricaid anchor keel and baseplate, leaving only the head of the anchor visible. The barricaid anchor remained implanted, but the polyester barrier was removed and discarded by the surgeon. .